Event description:
Revision due to loosening of the tibial component and femoral bar stiff, moves with difficulties. Implantation in 2002.

Event description:
Revision due to loosening of the tibial component and femoral bar stiff, moves with difficulties. Implantation in 2002. Exchange of the rt-plus femoral component, tibial component and tibial pe-insert.